Manufacturer narrative:
Complete initial reporter name: dr. (B)(6).

Event description:
It was reported that the intra-aortic balloon (iab) was not fully inflating after insertion. The physician immediately wanted to show the getinge representative, so a facetime call was made. The patient was still on the table, so fluoroscopy was used to film the iab catheter during use. It appeared that the top 1/3 of the iab would not fill. It was suggested that they reposition the iab or roll the patient slightly to attempt to resolve the issue but the physician said that had already been done. The getinge representative then walked them through steps to manually inflate once with 40cc of air. The extender tubing was disconnected and then the iab was filled while watching on fluoroscopy. The iab appeared to fully fill, but it was difficult to tell. They removed the syringe, then reattached the tubing, and pressed start. Once again, the iab would not fill the top 1/3. The augmentation control was at max and there were no alarms present on the pump. The physician made the decision to remove the iab after 10 -15 minutes of use. A new iab was inserted to continue therapy without further issue. The patient was stable during the procedure. Once the iab was removed, the physician said that the top 1/3 looked as though it was twisted in a way that would not allow it to open. There was no patient harm or adverse event reported.

Event description:
It was reported that the intra-aortic balloon (iab) was not fully inflating after insertion. The physician immediately wanted to show the getinge representative, so a facetime call was made. The patient was still on the table, so fluoroscopy was used to film the iab catheter during use. It appeared that the top 1/3 of the iab would not fill. It was suggested that they reposition the iab or roll the patient slightly to attempt to resolve the issue but the physician said that had already been done. The getinge representative then walked them through steps to manually inflate once with 40cc of air. The extender tubing was disconnected and then the iab was filled while watching on fluoroscopy. The iab appeared to fully fill, but it was difficult to tell. They removed the syringe, then reattached the tubing, and pressed start. Once again, the iab would not fill the top 1/3. The augmentation control was at max and there were no alarms present on the pump. The physician made the decision to remove the iab after 10 minutes of use. A new iab was inserted to continue therapy without further issue. The patient was stable during the procedure. Once the iab was removed, the physician said that the top 1/3 looked as though it was twisted in a way that would not allow it to open. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No kinks were observed on the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab did not inflate. The condition of the iab as received indicated the membrane would not completely inflate and deflate on the pump. This restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported problem. CAPA (B)(4) has been initiated as a result of this failure. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Updated field: addtl mfg narrative/corr. Data the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No kinks were observed on the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab did not inflate. The condition of the iab as received indicated the membrane would not completely inflate and deflate on the pump. This restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported problem. The failure is being addressed under CAPA 948728. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.